Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that caller stated patient had surgery unrelated to device and following the procedure, saw power on reset (por) message on their programmer. Caller stated today they were able to bond (B)(4) and interrogate ins to see that a por had occurred and was prompted to enter the serial number as expected but then they are forced to exit the session. Caller stated since seeing the por, patient had noticed a complete return of symptoms so they know so it was working prior to the surgery. Caller confirmed ins has never been interrogated by a handset. Caller interrogated the ins with the 8840 twice while on the call - once without bonding to (B)(4) and once while bonded - and both attempts gave the same result, showing that a por had occurred, allowed them to enter serial number but then would force them to exit the session right away. Caller interrogated ins with (B)(4) after (B)(4) interrogation attempts and it still showed por message. The patient called and stated that the patient had back fusion surgery a week ago friday, patient has experienced return of oab symptoms. Caller said that when went to check implant, received a symbol with phone on the screen. Caller connected to implant and described screen, said sees service code por listed. The issue was not resolved through troubleshooting. Tss reviewed the ins battery is likely too low and therefore, it continues to incur pors as soon as one is cleared.